Event description:
It was reported that the during the implant procedure, the left ventricular lead could not be placed via the extended hook guide as the lead was too short and required placement in the target vessel. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the outer tubing overlay, the lobe was distorted/bent and there was blood in/on the lobe mechanism.